Event description:
(B)(4). Started with hair thinning/loss, scalp/ear dermatitis, boils/cysts around pelvic area and upper body, daily headaches, joint pains, sharp/stab like pains where ovaries are onto hips(both sides), lower back pains, left side upper back numbing, irregular periods to skipping months, bacterial vaginosis, monthly yeast infections, hot flashes, night sweats, light sensitivity, forgetfullness, swollen heads, daily bloatness made worse when menstration occurs, daily cramping.